Manufacturer narrative:
(B)(4). Device product code : item number was not communicated. Unique identifier (UDI) # : UDI not possible to provide as the item and lot numbers were not communicated. Report source, foreign - event occurred in (B)(6). PMA/510(k)number : 510(k)number not possible to provide as the item number was not communicated. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not be reviewed as the lot number was not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Lot number was not communicated.

Event description:
It has been reported that they have had some (6) package of optipac that had failed. It was the same problem with them all. The monomer will not get in to the cylinder. They had already get rid of 3 package so no return for 3 of them. They just used another package in all situations.